Event description:
It was reported that upon inspection by the nurse, it was noted that a pin was bent in the controller. There were no effects to the patient reported. The controller was exchanged and has been received by the manufacturer. The pump remains implanted.

Manufacturer narrative:
The pump will not be returned for analysis. The controller was returned to heartware on (B)(4) 2015 for further evaluation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The controller was returned for inspection. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller failed visual and functional testing as a result of a broken pin on the ps1 connector. The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller rendering it ineffective. The reported event was confirmed via visual inspection of the device. Analysis of the device revealed that the device failed to meet specifications. The damaged port was unable to transfer electrical signal from a battery or ac power source to the controller, rendering it ineffective. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a forced connection, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The vad remains implanted. The controller was exchanged and has been received by the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.